Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the temperature set point was at thirty-seven degrees celsius and the temperature read thirty-one degrees celsius. The perfusionist said that they were administering cardioplegia solution when they noticed the temperature discrepancy. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00684. Perfusionist said she had the cooler heater unit in another room and it seemed to be working fine. She also stated there was no test loop on the unit. The complaint was confirmed by the field service representative (fsr). After the fsr adjusted the analog to digital printed circuit board, the unit operated to MFR's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/ or conclusion, a supplemental report wil be filed accordingly.